Event description:
It was reported to boston scientific corporation on 03/04/2010, that the patient's pain has subsided and that the physician has not performed any further medical intervention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. User facility medwatch is attached.

Event description:
It was reported to boston scientific corp that the morning after a transvaginal hysterectomy procedure in 2009, involving sacrospinous ligament fixation and anterior and posterior repair using a capio open access suture capturing device, the pt presented with lower back and pelvic pain. An x-ray revealed the presence of a small, curved metallic piece, 1 to 1.5 centimeters in length, which was thought to be the capio carrier. The pt was then hospitalized for three days and prescribed the narcotic ultram, to be taken one to two times a day. The physician stated he does not believe the capio carrier is the cause of the pt's pain, and he did not notice the carrier detaching during the procedure, but this would not be obvious because, the carrier disappears into the capio head after suturing, and he did not check. The physician consulted with gynecologist, and they decided to leave the metallic piece inside the pt. The pt had a colectomy in the pelvic region 12 years prior to this procedure, leaving open the "very small chance" that the metallic piece is from that procedure, but this could not be confirmed as no imaging was done prior to this procedure to facilitate a comparison. Reportedly, this procedure had been completed with no other complications to the pt, who is "doing better" now. The pt is scheduled for a follow-up visit three months later.